Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 65 mm diameter abdominal aortic aneurysm. The original stent graft and limb were placed using 100% ivus. No contrast was used because the patient had limited renal function. The stent grafts were intentionally placed a few mm below the renal arteries and above the internal iliac arteries for safety. It was reported the patient returned for follow-up. The bifurcated stent graft was noted to be 19mm below the renal arteries and the limbs were noted to be about 40mm above the internal iliac arteries. Although no endoleak was seen and the aaa has not grown, the physician was concerned about potential future endoleak development. The patient has started dialysis since the time of the original implant, so avoiding contrast is no longer a concern. The patient has no endoleak or expansion of the aaa. The physician placed a 36/36/49 endurant cuff 1 mm below the lowest renal artery and two 16/20/124 endurant iliac extensions <(><<)> 5 mm above the internal iliac arteries to guard against future endoleak and used contrast for visualization. No additional clinical sequelae were reported and the patient is fine.